Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The procedure was to treat the mildly tortuous, moderate to heavy calcified iliac artery. The 7.0x80mm absolute pro self-expanding stent was implanted in the external iliac artery; however, during removal of the delivery system, resistance was felt. After removal of the delivery system, angiography revealed the stent was stretched in the mid section and dragged into the introducer. The last few centimeters (approximately 4cm) of the stent were visible inside the introducer. Cut down was performed and the portion of the stent that was protruding out was removed. The rest was left in the anatomy. A covered stent was used for additional treatment. There was no adverse patient sequela; however, clinically significant delay and prolong hospitalization stay was noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during removal of the delivery system interaction with the mildly tortuous, moderate to heavy calcified anatomy and/or interaction with the tip of the device resulted in the stent becoming caught and inadvertently being retracted with the delivery system; thus resulting in the reported difficulty to remove, the reported stretched stent and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a cut down was performed and the portion of the stent that was protruding out was removed. The rest was left in the anatomy. A covered stent was used for additional treatment. There was no adverse patient sequela; however, clinically significant delay and prolong hospitalization stay was noted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.